Event description:
A 56-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2023, as part of the non-interventional study: "use of ttfields in germany in routine clinical care study program - daily activity, sleep and neurocognitive functioning in newly diagnosed glioblastoma patients study". On (B)(6) 2023, novocure was informed that the patient was scheduled for surgery on (B)(6) 2023, to undergo a revision of the surgical resection scar wound (last surgical resection (B)(6) 2023). On (B)(6) 2023, the patient's healthcare provider (hcp) confirmed that the wound revision surgery had been performed on (B)(6) 2023, due to a wound healing disorder. The physician assessed the event as unrelated to optune gio therapy, as the wound healing disorder had occurred prior to the initiation of optune gio treatment. On (B)(6) 2024, novocure received a picture from the patient's hcp showing a dime-sized sore with yellow drainage located on the surgical resection scar above the patient's right ear. A review of medical records received on (B)(6) 2024, revealed that during an outpatient appointment on (B)(6) 2024, the presence of a wound healing disorder at the lower wound pole was documented, with the patient using an unspecified topical treatment. On (B)(6) 2025, the patient informed novocure of a skin reaction on the forehead that had persisted for several days and reported consulting a physician. The patient provided a picture showing scattered mild to moderate erythema, likely corresponding to the areas where the optune gio transducer arrays had been placed. Additionally, a skin lesion was visible on the right side of the scalp, located on the surgical scar. On (B)(6) 2025, novocure received the patient's medical records from an outpatient visit on (B)(6) 2025. The records indicated the presence of a wound healing disorder at the right-side scar area, characterized by a secreting lesion of the size of a pinhead. The patient planned to visit the outpatient clinic for oral and maxillofacial surgery on (B)(6) 2025, to discuss defect coverage. On (B)(6) 2025, the patient's prescribing physician reported that the patient was experiencing a chronic wound healing disorder and was scheduled for curettage, wound resurfacing, primary wound closure, and possibly flap plasty on (B)(6) 2025. The physician noted that the chronic wound healing disorder developed after surgery and radiation and might now be exacerbated by the use of optune gio therapy. On (B)(6) 2025, the patient reported temporarily discontinuing optune gio therapy for one day after experiencing another skin reaction the previous week. The skin condition improved in the meantime, and the patient resumed optune gio therapy. Pictures provided by the patient showed scattered small skin lesions and mild to moderate erythema at the sites where the optune gio transducer arrays had been placed.

Manufacturer narrative:
Novocure medical opinion is that the contribution of the array placement to the impaired wound healing cannot be ruled out. Contributing factors for impaired healing in this patient include: prior radiation, chemotherapy, prior surgery affecting the skin integrity and underlying gbm disease. Impaired healing is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). The reported skin reaction is non-serious.

Manufacturer narrative:
On april 28, 2025, the patient confirmed he underwent surgery on (B)(6) 2025. Reportedly, the patient's titanium plate shifted position resulting in purulent discharge from the surgical resection site scar. Optune gio was temporarily discontinued on (B)(6) 2025. The patient was discharged home on (B)(6) 2025. Novocure medical opinion is that the contribution of the array placement to the wound infection cannot be ruled out. Contributing factors for wound infection in this patient include: prior radiation, chemotherapy, prior surgery affecting the skin integrity and underlying gbm disease. Wound infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Manufacturer narrative:
On (B)(6) 2025, novocure received a medical record dated (B)(6) 2025, indicating that due to exacerbation of the wound healing disorder at the lower pole of the scar, the patient underwent fistula excision at the department of oral and maxillofacial surgery on (B)(6) 2025. The procedure involved removal of bone sequestra, extraction of infected osteosynthesis material, refreshing of the calvaria, and defect coverage utilizing a local rotational flap performed under general anesthesia with intubation. It was documented that optune gio therapy was temporarily discontinued from (B)(6) 2025, to (B)(6) 2025, as a result of the wound healing disorder, preoperative assessments, the surgical intervention, and subsequent postoperative recovery.